Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
Subsequent to the previously filed report, a 3 x 20mm non-abbott stent was implanted to seal the perforation. No additional information was provided.

Manufacturer narrative:
The stent remains implanted. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a proximal left circumflex intervention a perforation was noted caused by an unspecified event. The 2.8x16mm graftmaster covered stent was advanced and implanted but did not seal the perforation. The graftmaster stent did not cause any additional complications or adverse events. There was no additional information was provided.